Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they started to notice smear of red blood on 2 fingers when he reached back to see what was going on. The patient noted it was not a lot, they gently put sterile gauze on it and on the morning of the call it looks like the blood had dried and there was nothing new. It was noted the blood was in the area of the incision. Additional information from a patient reported he called the doctors office because he had a problem the night previous to the call. The patient stated he went to sleep and did not wake up and had a heavy leak which leaked into his dressing on the incision site. The patient was worried about infection. Additional information from the patient reported he went to bed the night previous to the call with a full bladder and woke up in the morning with incontinence. The patient stated he had a pad under him, but he is concerned the urine may have gotten in the incision site. The patient stated the dressing appeared to be dry and in tact, but part of the dressing where it was white yesterday was now pink lemonade color. The patient is worried about risk of infection. The patient noted he had called his healthcare professional (hcp) twice and had not heard back. Additional information from the hcp stated this was not their patient. Additional information from the patient reported their trial began on (B)(6) and he was supposed to have the implant placed on (B)(6) but he became ill and was hospitalized. The patient stated he is tentatively going to be implanted on (B)(6). The patient wondered if the trial device should be turned on until implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.